Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. B6: estimated date relevant test/laboratory data. D4: the UDI # is not known as the part and lot number were not provided. D6a: estimated date.

Event description:
It was reported that a non-abbott device was used for atherectomy. After the intervention the patient showed good clinical improvement, with symptom relief and a satisfactory return to activities. After a follow-up period, the patient returned for a new evaluation and treatment. On that occasion, a supera stent was implanted. Over time, the patient reported changes in the treated limb, describing the foot as having a lighter coloration ¿white foot¿ [ischemia], which prompted a new clinical reassessment. Another supera stent was implanted. No additional information was provided.